Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview heompro. Clinician noticed jaws were not activating when trigger was pulled. They switched out cords and generators but device still would not activate. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview heompro. Clinician noticed jaws were not activating when trigger was pulled. They switched out cords and generators but device still would not activate. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood and charred tissue was observed on the heater wire. The heater wire was observed to slightly bent at the center of the heater wire on the hot jaw, and remained attached at the base and tip of the hot jaw. No other visual defects were observed. An electrical evaluation was performed. A pre-cautery test as was performed per the instruction for use (IFU) with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test. It produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. Based on the return condition of the device and the evaluation result, the reported complaint was not confirmed for the reported failure mode "failure to deliver energy" but was confirmed for the analyzed failure "material twisted/bent".